Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited high capture threshold and was unable to be implanted. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were ¿the lead can¿t be fixed¿ and inadequate capture." As received, a complete lead was returned in one piece for analysis. The reported even of inadequate capture was not confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within specification. X-ray examination and electrical test were normal with no anomalies found.